Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A functional check showed the device unable to maintain inlet pressure at -7 with a circulation pump command at 60 percentage. Biomed stated that this was indicative of a failing circulation pump. Per follow up information, biomed would order the pump and replace it onsite. There was no patient involvement reported. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 2 (pre-warm inlet pressure error). A functional check showed the device unable to maintain inlet pressure at -7 with a circulation pump command at 60 percentage. Biomed stated that this was indicative of a failing circulation pump. Per follow up information received via email on 05jan2023, biomed would order the pump and replace it onsite. There was no patient involvement reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 2 (pre-warm inlet pressure error). A functional check showed the device unable to maintain inlet pressure at -7 with a circulation pump command at 60 percentage. Biomed stated that this was indicative of a failing circulation pump.